Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds and small r waves. It was additionally reported that the lead had sub-optimal impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.